Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged main battery. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be battery damage. To correct the condition, the main battery was replaced. If any additional information is received, a follow-up will be sent.